Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that after surgery, the patient got up unassisted and both right atrial (ra) and right ventricular (rv) leads dislodged. When the patient returned to their bed, telemetry showed loss of capture. As a result, the leads were explanted and replaced. No additional adverse patient effects were reported.